Event description:
It was reported that the seal of the device was torn and the device leaked during a gastric bypass procedure. Another device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Final device investigation found that the device was returned with the seal cap cracked at the weld seam and partially separated. The device would leak in this condition. The device history record was reviewed and there were no discrepancies noted. As each device is visually and functionally tested during the production process, no conclusion could be drawn as to what might have caused the reported event.